Event description:
It was reported that the patient has been referred for surgery due to presenting with high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the patient had x-ray images taken but they were not received by the manufacturer for review. The patient then underwent a full revision surgery. The explanted products have not been received by product analysis to date. A device history records review was performed for the lead. The lead passed final functional and quality specifications prior to release for distribution.

Event description:
It was reported that there was no obvious disconnection or lead fracture observed in the x-rays.